Manufacturer narrative:
The customer did not return a sample for an evaluation. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because a sample was not returned and no lot information was provided for a lot record review, the root cause for customer complaint issue could not be determined. (B)(4).

Event description:
A surgeon reported that during a cataract procedure, a patient experienced a capsule rupture during the polishing phase. The surgeon suspects that the polymer ia tip may have caused or contributed as he suspects changes in the shape or material.